Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation below working pressure for a few seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation below working pressure for a few seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.